Event description:
A valiant stent graft was selected for use. The lesion was the right iliac artery. During the surgery, the device could not enter the arteria cruralis due to a gap between tip of delivery system and sheathing. The gap was not noted prior to use. The physician cut open the femoral artery but the device still could not enter the arteria cruralis. The physician changed to another product to complete the surgery. No clinical sequelae were reported and the patient is fine. Evaluation summary: the device was returned for evaluation. The event was confirmed; there was small gap between the graft cover and tapered tip. The root cause of the event could not be conclusively determined; however, the gap was within manufacturing specification.

Manufacturer narrative:
(B)(4).

Event description:
The physician was trying to use this device to treat iliac artery. A valiant 32 was used to complete the case.

Manufacturer narrative:
Conclusions: treatment of an iliac artery.